Event description:
Boston scientific received information that the right ventricular (rv) lead impedance measurement had increased to 1800 ohms. It was noted that there was no noise or oversensing and all other lead measurements were within range. Boston scientific technical services (ts) recommended an x-ray to assess lead integrity. The field representative stated that the physician opted to not take an x-ray and to monitor the lead via the remote monitoring system. Additional information was received five months later that the rv lead impedance continued to increase to greater than 2000 ohms. During the revision procedure when using the pacing system analyzer (psa) the high out of range impedance measurement was confirmed and increased threshold measurements were also noted. The physician explanted the rv lead and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.